Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for replacement of the paddles. Upon conclusion of the evaluation, it was determined that this was a malfunction of the paddles for which a quote was provided for replacement. The quote was not accepted and the customer did not provide us with a po for the repair, so the device was not repaired. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the paddles were damaged. There was no patient involvement.